Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2007.

Manufacturer narrative:
On august 5, 2020, mentor became aware of the following erroneously submitted information in the previous report: section h5. Labeled for single use? Was erroneously marked "no." All breast implants labeled for single use. The field has been correctly updated to "yes." Manufacturer¿s reference number: (B)(4).